Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified lesion in the heavily tortuous distal left anterior descending (lad) artery. The 3.0x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue and soaked and prepped with no issue or leak noted during preparation. After successful advancement to the lesion, the trek bdc balloon ruptured at 16 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc and a xience xpedition stent delivery system (sds) were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the trek coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.